Event description:
The customer stated they have observed higher than expected values when testing apparently healthy adults on the architect intact pth assay. The same samples generate lower values when retested on the bayer centaur. One example was provided where a female pt generated results between 110-70 pg/ml (normal range <68 pg/ml) and when tested on the bayer centaur, the result was 36 pg/ml. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.